Manufacturer narrative:
The investigation into the optical signal issue and product damage has been completed. The returned product was inspected for optical signal issue and product damage. Optical bench test, light test was done, and both passed with 5s parameters verified on console to be in range and light signal was observed at the receiving end of the sensor. Visual inspection was done, and biomaterial ingestion was observed on the outflow cage of the pump and over the optical sensor. The cause of the sterile sleeve damage issue was use related with also catheter curling or twisting observed near the red plug and splinted during use. Product failure has been observed beyond recommended design life period per design trace matrix 0550-9002. The failure modes will be monitored and trended.

Event description:
The user facility reported a 47-year-old female in myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump had to be replaced after over 120 days of use due to damage sustained to the pump (exposed wiring near the red plug). The pump was removed and replaced with no harm to the patient.

Manufacturer narrative:
B1 updated with product problem. B5 updated with additional information. D6a/d6b updated with additional information. D9 device return was updated. F6 and f8 should have been left blank. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-02569.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal issues.